Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim programmable valve was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code 82-3162 with lot cmpbp8 conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 110 mmh2o. The valve was visually inspected; the needle guard was dislodged. The valve was not flushed tested as the needle guard was out of the needle chamber. The valve was not leak tested as the needle guard was out of the needle chamber. The valve failed the test for programming. A visual check of the magnetization motors was carried out; the valve failed the test. The valve passed the test for pressure. Root cause analysis - the root cause for the issue reported by the customer is due to demagnetization caused by MRI, as noted on the description, the pressure setting changed unintentionally after taking an MRI, an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.". The root cause for the raised needle guard noted during the investigation could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (unknown ID) was implanted 10 years ago. The patient presented symptoms of drainage issues. They attempted to change the valve settings; however, x-ray confirmed that the settings did not change. Therefore, the valve was removed on (B)(6) 2025. The valve was not replaced. Based on information provided, the patient specific signs and symptoms due to drainage issue are unknown. It is also unknown if the patient was exposed to MRI or any other magnetic fields. The patient condition is unknown.